Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused tpn (total parenteral nutrition), delivering the infusion faster than intended; a 25 hour infusion completed in 22 hours (about 3 hours earlier), ran out of fluid, and triggered an air in line alarm. For a programmed 1900 ml at 75 ml/hr, bench testing showed 2140 ml delivered, finishing approximately 2 hours early during patient infusion at surgical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.